Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience; fractures were observed at the cannula tip. Upon further inspection, scratches were observed on the cannula and the syringe showed signs of damage. Based on the condition of the returned unit and the description of the event, it is possible that the unit was damaged during shipping and distribution or from mishandling after leaving applied medical facilities. However, the root cause could not be confirmed. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopy. Event description: "[name] from (B)(6), reported to our sales specialist that upon opening of the trocar and sleeve, the end of the sleeve was broken and flattened." Patient status: n/a.